Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, and patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 4cc of juvéderm¿ voluma¿ with lidocaine in the t1, ck1, ck3, ck4, c1, c2, c6, jw4/5 and 1cc juvéderm® volbella® with lidocaine in the lips. Patient came in for a follow up five days later and had some bruising. It was noted that they had some difficulty at that time opening their jaw. Patient was massaged and advised to use warm compresses and arnica. Patient was seen again 3.5 weeks post injections and at that time reported swelling beneath the eyes, temples and again having issues with opening their mouth. Patient was given a tapering course of prednisone at that time, and ultimately ended up doing 2 short courses. Patient travelled shortly after and reported to hcp they were getting nodule formation and swelling in the chin region. Patient was seen in follow up about 2 months after the injection and stated they wanted the product dissolved as it was causing too much discomfort. Healthcare professional noted there were 2 obvious nodules. One was in the right chin with associated swelling and redness caused by inflammation and the other was at the left medial lower lip. Healthcare professional noted the inflamed area was drained at this time and was treated with hyaluronidase on patient in ck4 region at both sides, the right c6 and the left lower lip. Healthcare professional also did 2 swabs at the inflamed area and result noted "moderate neutrophils." Symptoms have not resolved. This is the same event and the same patient reported under MFR report # 3005113652-2021-03474 (allergan complaint # (B)(4)). This MDR is being submitted for the first suspect product, juvéderm¿ voluma¿ with lidocaine.